Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " after inserting the balloon, they tried to inflate it and saw through fluoroscopy that the top would not open. They turned off the pump and removed the catheter, otherwise stabilizing the patient." No patient harm or injury reported. The patient's current condition is reported as "fine".

Event description:
It was reported " after inserting the balloon, they tried to inflate it and saw through fluoroscopy that the top would not open. They turned off the pump and removed the catheter, otherwise stabilizing the patient." No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).